Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery oscillator device adjusting blade would not fasten firmly and dropped out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as 1/10/2019 in the initial report and has been updated to 1/15/2019. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device coupling on the tool side wornout. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.